Manufacturer narrative:
Field service engineer (fse) was dispatched to evaluate the instrument. Fse found the fluid in reagent probe b collar wash was not vacuumed out after cleaning. Fse reported the leak from the reagent probe b and errors was due to the collar wash valve. Fse replaced the valve and issue was resolved. (B)(4).

Event description:
The customer reported the unicel dxc 600i synchron access clinical system had reagent level sense and chemistry cartridge (cc) reagent cuvette no fluid detected errors. Customer reported there was fluid under reagent probe b and reagent carousel. Customer reported the fluid was about 2ml and contained to the instrument. No exposure reported. No erroneous results generated. Customer was wearing gloves, protective eye wear, and lab coat.